Manufacturer narrative:
Zoll has not received the product for investigation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
As reported, during shift check, the user's loaner autopulse platform (sn (B)(4)) displayed (user advisory) ua07 (discrepancy between load 1 and load 2 too large) upon powering on. No patient involvement.

Manufacturer narrative:
The reported complaint of "user advisory - ua7 (discrepancy between load 1 and load 2 too large)" on the autopulse platform sn (B)(4) was confirmed during power on and data archive review. The load sensing system has detected a weight/load imbalance on one of the load cell. It was determined that the root cause was due to a defective load cell as a result of an aging component. To remedy the issue, the load cell was replaced. The ap platform was tested and as expected, it passed all functional tests and ready for clinical use. Visual inspection performed on the ap platform, short black cover damaged was observed, this type of physical damage on the device can occur due to normal wear and tear. The damaged cover identified was replaced and was unrelated to reported complaint. The autopulse platform is a reusable device and was manufactured in june 2012. The device has been operating for over 6 years and has exceeded its expected serviceable life of 5 years. Initial functional testing could not be performed due to ua7 displayed upon platform power on. Thus, confirming the reported complaint. During archive data review, error message ua7 was identified. Thus, confirming the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse serial number (B)(4).